Event description:
A doctor reported a pt who had perigee graft and monarc sling removed due to infection and complications. The devices were implanted in 2006. Ten days post op the pt presented with gross incontinence. Examination revealed a left ureteral fistula. The pt was admitted for graft and sling removal and drainage. During the removal surgery the doctor placed bilateral ureteral stents. The doctor stated the pt may have had a longstanding ureteral pelvic obstruction. The pt was reported to be doing fine.